Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to loose or protruded drive support disk. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that drive support cap was normal. Insulin pump was not exposed to high magnetic field. Insulin pump was not bumped or dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.